Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time. Additional information:would you like a no charge replacement? If yes, to whose attention should it be sent? No.what type of structure was the device being fired across? See below blood vessel.which firing did the incident occur on? First.were there any feeding issues experienced with the device? No.was the surgeon able to visualize a clip fed into the jaws prior to firing the device? In jaws before firing.did the device deliver a scissored clip which cut the structure? No.did the device deliver a properly formed clip which cut the structure? Yes.how was the structure repaired? With another clip applier.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition.  In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. No sharp edges were noted on the remaining clips of the device. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch history records were reviewed with no anomalies noted during the manufacturing process.